Event description:
The customer reported that after a cancelled cycle in the sterrad nx, she opened the load and noticed that the olympus flexible cystoscope "tip was blown out." The cystoscope was wrapped in kimguard and was not placed in a tray during processing. The cystoscope was placed in the bottom shelf of the chamber. No reports of injury to staff or patients due to this incident. The customer indicated that the training received did not address what to do with the vent cap during processing, however, she mentioned that she did not consult the facility's user guide for scope processing. The asp offer to provide in service was declined as the damage was done.

Manufacturer narrative:
Concomitant device: olympus flexible cystoscope - model maj-1413, serial # unk. (B)(4): damaged device. The sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. Caution: risk of damage to load - venting caps. Take special care to confirm that venting caps are placed according to the manufacturers' instructions. Venting caps are intended to prevent damage to flexible scopes that are being exposed to a vacuum, regardless of the sterilant used. Caution: risk of damage to load-immersion caps. You must remove the water-resistant immersion cap (if present) prior to processing in the sterilizer. If the immersion cap is not removed prior to processing in the sterrad nx sterilizer, it will damage the flexible scope due to the inability to properly vent. The sterrad nx sterility guide does list the olympus flexible cystoscope as a compatible device with the sterrad nx. The customer was advised to contact the device manufacturer to discuss the damage and to return the device for evaluation of the reported damage.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx (sn: (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device or vacuum subsystem failure. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. Trending analysis for vacuum subsystem failure issues associated to the sterrad nx did not indicate a significant trend. (B)(4). There was no product returned for investigation. A fse performed a planned pm on the sterrad nx after this reported event and found the unit functioning properly. The damaged product was reported to be an olympus cystoscope; however, it was confirmed to be a light guide adapter. There was no response from the customer to the follow up calls attempting to gather the scope model number. Without the scope model number, the investigation cannot proceed further.